Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s screen developed a small crack that did not affect usability or glucose management. Symptoms included no adverse clinical effects and no changes in blood glucose control. Outcomes included no medical intervention, no hospitalization, and continued device use without alarms. Investigation included customer interview and complaint review. Investigation of this case revealed normal device operation aside from cosmetic damage to the display. It was concluded that the event was a device cosmetic issue with no patient harm and no impact on therapy.